Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of no vibration. The root cause was determined to be a defective vibrate motor assembly.

Manufacturer narrative:
(B)(4). The complaint device has been received. The investigation is not yet complete. A follow-up report will be submitted upon completion.

Event description:
Patient contacted dexcom technical support on 09/01/2015, to report no vibration from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported.